Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (500mcg/ml at 116mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was in for a refill on the day of report, and all 40ml were aspirated from the reservoir. It was noted that pump logs were checked and there were no alarms in the event logs. Additionally, the patient did not report hearing an audible alarm. The patient reportedly experienced increased spasticity. It was noted that the last refill was in (B)(6) 2017 and volumes were accurate.